Manufacturer narrative:
This report is for an unk - screws: trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from finland reports an event as follows: this report is being filed after the review of the following journal article: launonen, a.p. Et al (2019), operative versus non-operative treatment for 2-part proximal humerus fracture: a multicenter randomized controlled trial, plos medicine, vol. 16 (7), pages 1¿14 (finland). The aim of this prospective, open-label, superiority, assessor-blinded, multicenter, randomized, controlled efficacy trial/study is to compare operative treatment with a locking plate with non-operative treatment in patients aged 60 years or over with 2-part displaced phfs. Between february 2011 to april 2016, a total of 88 patients were included in the study. Of these, 44 patients (3 male and 41 female) with a mean age of 72 (range, 60¿90) years underwent operative treatment using philos locking plate (synthes, solothurn, switzerland). Another 44 patients (5 male and 39 female) with a mean age of 73 (range, 60¿86) years underwent non-operative treatment. The data were collected during the research visits at 3 months, 6 months, 12 months, and 24 months. The mean follow-up period was unknown. The following complications were reported as follows: operative group: in the following patients, primary outcome was not obtained due to the following reasons: cauda equina (n=1), hip fracture (n=1) at 3-month follow-up; stroke (n=1) at 6-month follow-up; death (n=1) at 12-month follow-up. 1 patient sustained a peri-implant fracture distal to the tip of the plate. This fracture was treated with open reduction and internal fixation by long anatomical locking plate. 2 patients had implant failures because proximal screws migrated into the joint. These patients were treated with revision operation, and the screws were changed. This report is for an unknown synthes plate/screws constructs and unknown synthes screws. This is report 2 of 3 for (B)(4).